Event description:
It was reported that the insulin pump alarmed no delivery and could not be cleared. There was no insulin in the insulin pump currently. Pharmacist stated that the customer was not hospitalized for blood glucose or insulin pump related issues. Customer was nor wearing the device while in the hospital. It was stated that the alarm would not clear since the keypad was not working. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.